Event description:
It was reported the device does not function within manufacturer specifications. It was further reported that the screen looked distorted on power up. The device was returned for calibration. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.